Manufacturer narrative:
The reported complaint was confirmed. The srt identified the reported issue. He addressed the issue by replacing the optical switch cable. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The service repair technician (srt) reported that during routine testing of the device at the service center, the unit showed a 'pump jam' error message when there was no tubing installed. There was no patient involvement.